Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3389s-40, lot # va0dywx, implanted: (B)(6) 2013, product type lead; product ID 3389s-40, lot # va0dywx, implanted: (B)(6) 2013, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3389s-40, lot # va0dywx, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that there was a head trauma infection. There was no alleged product issue. The patient had the beginning of an infection after banging the head where the stimloc was on the left side of the head. There was pus coming from the site. The surgeon opened the wound so there was no evidence of further infection, it was irrigated with bacitracin and was closed. It was noted that the patient was also given antibiotics. Diagnostic testing included impedance testing. Patient was alive with no injury. The patient had an open wound on their head. The type of infection was unknown and the location was the lead location. A culture was not taken. Additional information received reported no devices were explanted and the patient was on antibiotics and was receiving therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va0dywx, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was later reported that there was erosion of the stimloc. There was erosion of the stimloc on the scalp. Action required as a result of the event was surgical intervention, stimloc was removed. It was noted that dog bone was implanted to hold the deep brain stimulator in place with a plastic boot to protect the wire. It was noted that a skin flap was created to close the wound. Impedance testing was done. The issue was resolved and the cause was determined to be that the stimloc was too pronounced and skin wound was not healing. The patient was alive with no injury. Erosion was on the left side implant.